Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
Patient presented with a endovascular repair in 2006, for chronic type a thoracic dissection with placement of two gore tag thoracic endoprosthesis. Procedure went without incident. The following month, a CT revealed an endoleak and in early 2007 it was found to be type ii with possible aneurysm growth. An aortogram on the same month, showed no endoleak present. Aneurysm sac was stable until six months later, in which imaging shows an increase of 1.4cm. Re-intervention was performed six days later. Partial explant of the most proximal gore device has been returned gore. The distal device was discarded at the facility. Further investigation is being conducted.